Event description:
It was reported that while doing a left total knee , while using the total stabilized baseplate the keel punch assembly did not come back out and the head stripped when they tried to remove the trial.

Manufacturer narrative:
An event regarding inability to remove keel punch assembly and a damaged keel trial involving an unknown keel punch assembly was reported. The damaged keel trial event was confirmed however; the inability to remove the keel punch was not confirmed. There is no indication that patient factors contributed to the reported event. The exact cause of the event could not be determined because the device was not returned. The reported device is needed to complete the investigation for determining the root cause.

Event description:
It was reported that while doing a left total knee , while using the total stabilized baseplate the keel punch assembly did not come back out and the head stripped when they tried to remove the trial.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown keel punch assembly. Additional information has been requested and if received, will be provided in the supplemental report.